Event description:
IV catheter, smiths medical, lot #3847475, exp 2022-07-13. Inserted into vein, pulled back on holding area and lock did not engage (click). Bare needle exposed to me. Did not retract as they are supposed to do for safety. Reported to charge rn. Patient was not identified. No harm reported.